Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 was not deployed properly, resulting in t2 not staying anchored into the meniscus. T2 was removed from the patient using graspers. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed two devices were returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle as intended. An analysis of the customer provided image found in the first image the device with a piece of suture outside of it, the implants are no visible. The second image shows an arthroscopic image of the implant. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated. H11: h2: corrected data on: h6 (clinical code & impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 was not deployed properly, resulting in t2 not staying anchored into the meniscus. Both ts were removed from the patient using graspers. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.